Event description:
The event is reported as: the user facility alleges that the blades are not seating properly to the handle. No patient injury reported. No patient involvement reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.